Event description:
Patient reported right side rupture, "postoperative data for inflammation of the right implant¿ and ¿degeneration of the implant on the right with liquid-equivalent droplets in its midst¿. Device has been explanted with a complete capsulectomy and replaced with a new implant.

Manufacturer narrative:
Device evaluation: visual analysis of the photos identified: - rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. - inflammation/irritation: unable to observe as it is a medical event that is not related to the device.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Patient reported right side rupture, "postoperative data for inflammation of the right implant¿ and ¿degeneration of the implant on the right with liquid-equivalent droplets in its midst¿. Device has been explanted with a complete capsulectomy and replaced with a new implant.

Manufacturer narrative:
Device evaluation: the device is a silicone device. Based on the device analysis grid, the assessments of the complaint are: rupture: observed a broken assessed as an unidentified (tear) opening (shell thickness within spec). Inflammation/irritation: unable to observe as it is a medical event not related to the device. Additional observations: no other observations observed. No further actions are required as the device was implanted.

Event description:
Patient reported right side rupture, "postoperative data for inflammation of the right implant¿ and ¿degeneration of the implant on the right with liquid-equivalent droplets in its midst¿. Device has been explanted with a complete capsulectomy and replaced with a new implant.